Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. Use error. Tidal uf removal set too low. This issue was confirmed through review of the event history log. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A device history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 21:32 with ultrafiltration volume of 1972 ml during cycle 4, largest prescribed fill volume: 2500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.